Manufacturer narrative:
It was reported that the catheter fell out and it was noted that the balloon was deflated with the tip intact, due to this, a new device was inserted. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Balloon of catheter deflated causing it to fall out.